Manufacturer narrative:
(B)(4). Batch # t5ew2j. Additional information was requested, and the following was obtained: when the device firing knob would not return to the home position, how was the device removed from tissue? Was the device cut off of the tissue? Or was the device eventually able to be opened to remove it from the tissue? No further information is available. No further information will be provided. Device analysis: the analysis results found that the tlc10 device was received with no apparent damage, with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. Event could not be confirmed as the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open pancreaticoduodenectomy, the firing knob of the device did not return to home position at the first firing. The device was used on the stomach. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.